Manufacturer narrative:
(B)(4). This follow-up report is being submitted to relay additional information. The following sections were updated/corrected: b4; b5; d2; d9; g1; g3; g6; h1; h2; h3; h6 the reported is confirmed through returned product analysis. Visual examination of two returned products identified both drivers show signs of use. The proximal end of both drivers shows signs of wear and tear. The distal end of one drivers is fractured and not all pieces were returned. The distal end of the other driver is damaged. Measured both drivers, sample 2 is conforming to the print. The overall length of sample 1 is out of tolerance due to the fracture on the distal end of the driver. Review of the device history record(s) identified no deviations or anomalies during manufacturing. Medical records were not provided. A definitive root cause cannot be determined. If any further information is found which would change or alter any conclusions or information, a supplemental report will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
No further event information is available at the time of this report.

Manufacturer narrative:
(B)(4). This follow-up report is being submitted to relay additional information. The following sections were updated/corrected: b4; b5; d2; g1; g3; g6; h1; h2. The reported event is confirmed through evaluation of the returned device. Visual examination of two returned products identified both drivers show signs of use. The proximal end of both drivers shows signs of wear and tear. The distal end of one drivers is fractured and not all pieces were returned. The distal end of the other driver is damaged. Measured both drivers, sample 2 is conforming to the print. The overall length of sample 1 is out of tolerance due to the fracture on the distal end of the driver. Review of the device history record(s) identified no deviations or anomalies during manufacturing related to the reported event. Medical records were not provided. The root cause of the reported issue is attributed to use error. The plates attempting to be explanted are from the alps elbow fracture plating system. Per the associated surgical technique, the 2.5 mm locking and non-locking screws are indicated to be implanted, and therefore also removed, with the 1.3 mm square driver from the alps elbow instrument tray, which is part 231218012. As the screws were implanted with alps elbow plates and attempted to be removed with driver part 231220211, the use of this driver is off label. If any further information is found which would change or alter any conclusions or information, a supplemental report will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
No further event information is available at the time of this report.

Manufacturer narrative:
(B)(4). G2: foreign - the event occurred in japan. The customer has indicated that the product is in the process of being returned to zimmer biomet for investigation. Once the investigation has been completed, a follow-up MDR will be submitted. If any further information is found that would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
It was reported that the driver tip fractured during the procedure while attempting to remove a plating system while following the correct surgical technique. No complications, injuries, or surgical interventions were required, and no foreign bodies were retained due to this malfunction. It was reported that no further information is available.